Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient sample with the cobas e 801 module serial number (B)(4). The customer reported the ft3 results to a physician who asked for re-measurement of the samples. The sample was sent for an investigation and was tested on a cobas e801 module, cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(4). The e411 serial number was (B)(4). The ft3 reagent used at the investigation site on the e801 was lot number 551720 with an expiration date of 30-sep-2022. The ft3 reagent used at the investigation site on the e411 was lot number 547180 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The patient's sample was provided for investigation. The investigation confirmed the ft3 iii result obtained by the customer. The ft3 iii result was higher than the ft3 v2 result. Upon further investigation of the patient's sample, an interferent against the streptavidin (sa) label was observed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.